Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace- stage I + diffuse lamellar keratitis (dlk) in both the eyes, but more severe in the right eye, near inferior flap margin, one week post treatment. The topical steroid dosage was increased. Patient had complained about photophobia and halos/glares. Additional information was received stating that flap lift and rinse was performed in both the eyes for removal of epithelial ingrowth. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.